Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.user error was noted. No conclusions can be made at this time.

Event description:
On (B)(6) 2016. The reporter contacted animas and alleged that the patient had a blood glucose of 531 mg/dl reports bg 531 mg/dl, lightheaded, and thirsty. Patient reported not getting insulin when bolusing from pump. During troubleshooting, customer support reviewed advanced features and had patient walk through mock bolus. Patient was not entering total recommended and was pressing ok on flashing 0.00 and then pressing go. Explained how to correctly use feature. The bg excursion was attributed to use error.